Event description:
I had a significant allergic reaction to cvs health extra large flexible fabric antibacterial bandages. I have never had an allergic reaction to a bandage previously. I developed a red, raised, intensely itchy rash in all places the bandage contacted my skin. I stopped using the bandage when this happened, but it has been over a week now and the rash is still not gone.